Manufacturer narrative:
Argus case (B)(4).

Event description:
He put two polident capsules in a glass of water and drank it [accidental device ingestion]. Had stomach pains after [stomach pain]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant) and stomach pain. On an unknown date, the outcome of the accidental device ingestion and stomach pain were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident. The reporter considered the stomach pain to be related to polident. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received via call center representative (after hour voice mail) on 18 may 2020. The consumer reported, "he put two polident capsules in a glass of water and drank it because he thought it was alka seltzer. Had stomach pains after".